Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification during the load process on multiple occasions. Reportedly, the customer was able to successfully load the cartridge onto the pump after reloading the cartridge multiple times. There was no impact to customer's blood glucose level.